Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "low vacuum" issue. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) had a low vacuum issue. There was no patient involvement, and no adverse event reported.